Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instruction for use and looked fine. When the cds was started to be inserted into the steerable guide catheter (sgc) the seal on the cds did not close completely and was inserting air. The clip was removed. The fluid column in the sgc was fine and the stopcock was also checked and it was fine so the problem was determined to be with the cds. A new cds was prepped and used successfully. Two clips were implanted with a final mr grade of 1. The patient was stable post procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported clip delivery system leak was confirmed. Additionally, a tear in the silicone valve inside the clip introducer was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve. It is possible that the user technique used to advance/retract the clip introducer contributed to the silicone valve tear, which resulted in the observed leaks; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.